Manufacturer narrative:
The event unit has returned to applied medical. A follow up report will be provided upon completion of the investigation.

Event description:
Procedure performed: exploratory laparoscopy right salpingectomy. Event description: the device was closed in order to fire and seal the ovarian ligament. The device jammed. The device was closed on the tissue, fired and perforated the sealing, cut the tissue but did not open after. I broke the device handle with a pean forceps and destroyed the handle. Patient status: nothing. The patient is fine. Intervention: I broke the device handle with a pean forceps and destroyed the handle.

Event description:
Procedure performed: exploratory laparoscopy right salpingectomy. Event description: the device was closed in order to fire and seal the ovarian ligament. The device jammed. The device was closed on the tissue, fired and perforated the sealing, cut the tissue but did not open after. I broke the device handle with a pean forceps and destroyed the handle. Patient status: nothing. The patient is fine. Intervention: I broke the device handle with a pean forceps and destroyed the handle.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of the jaws remaining closed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.